Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was no sealing effectively even though end tones were heard. Furthermore, the device jaws were sticking to the patient's tissue. There was not injury to the patient.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 08/08/2016. Date of follow-up report : 11/29/2016. The reported conditions of the device not sealing effectively and the jaws sticking to tissue were not confirmed. The mechanical function of the device was satisfactory. The jaws opened and closed smoothly. Inspection found the cord was cut short and could not be spliced to test for activation. The device was disassembled to test the electrical continuity. No anomalies were noted that would contribute to the alleged event. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.